Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. Patient initials (B)(6).

Manufacturer narrative:
One 72202971 cannulated 4.5mm flexible drill received. This has been identified as a three year old reusable instrument. The cutting edges are a main factor into the performance of this instrument. Per IFU: ¿clancy flexible drills are designed for use with clancy endofemoral aimers and 2.4 mm flexible passing pins. The flexible drills are designed for limited reuse based upon the sharpness of the drill tip¿. The complaint said: ¿it was reported that the drill broke at the beginning of the drilling and did not engage too much force or reverse, during surgical procedure of acl.¿ the coiled section is visibly bent. The coils have been permanently sprung and are no longer concentric. This area is sensitive to inadvertent torque force. The instrument is intended to flex but not bend. The drill was also fractured at the start of the flex/cannulated coil area. The broken tip portion was not returned. Cannulated surgical instruments such as drills and taps can become jammed due to soft tissue and bone fragment build up. Sudden starting and stopping of the drill bit in the bone may cause drill bit breakage. No root cause related to the manufacture of the device was established.

Event description:
It was reported that the drill broke at the beginning of the drilling and did not engage too much force or reverse, during surgical procedure of acl. No significant delay or patient injury reported.